Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should the cycler be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a peritoneal dialysis (pd) patient expired. There were no reported allegations that the patient¿s death was related to an issue with any fresenius products. Additional information was obtained through follow-up with the pdrn. Per the pdrn, the patient passed away in their sleep. Emergency medical services (ems) were not called and that no resuscitative efforts were performed. Reportedly, the patient was found deceased and still attached to the fresenius cycler after completing pd treatment. However, the pdrn indicated the cycler did not malfunction and there were no reported alarms or issues during the treatment. Additionally, the patient had been completing their pd treatments prior to death without any issues. Pd treatment sheets were not available. While the exact cause of death was not reported, it is believed the patient expired due to natural causes. The patient¿s death was not suspected in any way to be related to fresenius products. Per the pdrn, the patient was on pd for severe congestive heart failure (chf); which is a significant risk factor for mortality. The pdrn was not able to provide any additional comorbid conditions, as the patient had been removed from the clinic census. The pdrn stated that an autopsy would not be performed, and the patient¿s esrd death form was not available. The pdrn stated the cycler has been returned to manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the top cover, on the pump door, and on the safety clamp. However, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) 5400 ml cycle-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed on the cycler and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, a valve actuation test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid on the inside of the rear panel, on the baseplate under the pump, on the bottom cover under the pump, and behind mushroom heads a and b. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a peritoneal dialysis (pd) patient expired. There were no reported allegations that the patient¿s death was related to an issue with any fresenius products. Additional information was obtained through follow-up with the pdrn. Per the pdrn, the patient passed away in their sleep. Emergency medical services (ems) were not called and that no resuscitative efforts were performed. Reportedly, the patient was found deceased and still attached to the fresenius cycler after completing pd treatment. However, the pdrn indicated the cycler did not malfunction and there were no reported alarms or issues during the treatment. Additionally, the patient had been completing their pd treatments prior to death without any issues. Pd treatment sheets were not available. While the exact cause of death was not reported, it is believed the patient expired due to natural causes. The patient¿s death was not suspected in any way to be related to fresenius products. Per the pdrn, the patient was on pd for severe congestive heart failure (chf); which is a significant risk factor for mortality. The pdrn was not able to provide any additional comorbid conditions, as the patient had been removed from the clinic census. The pdrn stated that an autopsy would not be performed, and the patient¿s esrd death form was not available. The pdrn stated the cycler has been returned to manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patients death. The exact cause of the patients death is unknown. The esrd death form is not available, and no autopsy was performed. Manufacturer product analysis of the cycler is pending at the time this clinical investigation was completed. However, currently there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency caused or contributed to the event. The patient was reportedly on dialysis for pre-existing severe chf which is a significant risk factor for mortality.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a peritoneal dialysis (pd) patient expired. There were no reported allegations that the patients death was related to an issue with any fresenius products. Additional information was obtained through follow-up with the pdrn. Per the pdrn, the patient passed away in their sleep. Emergency medical services (ems) were not called and that no resuscitative efforts were performed. Reportedly, the patient was found deceased and still attached to the fresenius cycler after completing pd treatment. However, the pdrn indicated the cycler did not malfunction and there were no reported alarms or issues during the treatment. Additionally, the patient had been completing their pd treatments prior to death without any issues. Pd treatment sheets were not available. While the exact cause of death was not reported, it is believed the patient expired due to natural causes. The patients death was not suspected in any way to be related to fresenius products. Per the pdrn, the patient was on pd for severe congestive heart failure (chf); which is a significant risk factor for mortality. The pdrn was not able to provide any additional comorbid conditions, as the patient had been removed from the clinic census. The pdrn stated that an autopsy would not be performed, and the patients esrd death form was not available. The pdrn stated the cycler has been returned to manufacturer.